Event description:
During a remote follow-up, the device spontaneously unpaired with the mobile application and then was unable to repair, it was also not possible to interrogate the device by using bluetooth (ble) telemetry. The patient was seen in clinic and troubleshooting was performed to resolve the event and the device was able to be interrogated. The patient is stable with no consequences.